Manufacturer narrative:
There was a leak from the working channel which led to moisture in the image. The deflection was low. The working channel was flushed but no foreign material was recovered. The working channel was removed and the material on the o.d. Of the distal working channel was degraded, likely during sterilization. This is what created the leak point. The working channel was cut in half and a small piece of foreign material that resembles the incident description was found. This was sent off to a lab for chemical analysis, but the results have not been received.

Event description:
While performing a ureteroscopy procedure, the surgeon noticed foreign bodies that appeared to be clear filaments come out of the distal end of the dur-8 elite flexible ureteroscope. Subsequently, the filaments were removed from the pt with no pt harm.